Event description:
It was reported that prior to a surgical procedure at the healthcare facility, one of the back casters of the navigation system cart fell off due to one of the screws having sheared in half. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.